Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned a wrong vial lot test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-120mg/dl fasting. Verified the strips expire 4/19/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 104mg/dl and 142mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about these results: 149 mg/dl on (B)(6) 2016 at 11:21 pm, 166 mg/dl on (B)(6) 2016 at 11:10 pm, 190 mg/dl on (B)(6) 2016 at 11:01 pm, 130 mg/dl on (B)(6) 2016 at 6:20 pm. The customer has gestational diabetes and is testing four times a day (fasting). The customer has not made any changes in diet, medication, or exercise regimen.